Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse resolved the issue by reattaching the fan filter housing. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6) .

Event description:
Philips received a complaint from the customer, reporting a cooling fan issue on the v60 ventilator. The device was not in clinical use. There was no report of harm or other patient / user impact.